Event description:
Ous MDR. It was reported that at a follow up there were shock impedances of greater than 150 ohms. The shock impedance was unstable as there were some values in range. With xray images it was found that the df-1 connector was not completely inserted. The physician decided to do a revision and noted that there was fibrotic tissue that reduced the free movements of the lead. The lead was successfully reconnected at the ICD with impedance values back in range.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data have been analyzed, particularly the x-ray image. In agreement with the clinical observation, the df-1 rv lead was not connected properly to the device. However, there was no indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.